Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval. The following additional MDR has also been submitted with the following suspect product: 3005248192-2024-00063, with suspect product alinity m hr hpv amp kit list number 08n53-002, serial number (B)(6).

Event description:
The customer reported a potential false positive for sample sid (sample ID) (B)(6) that was tested with hr hpv (09n15) assay on alinity m sn (serial number) (B)(6). The sample initially gave a weak positive result for hpv 45. Later, the result changed to "other b" detected. During the final retest, the sample produced a "not detected" result. Log file analysis revealed that the sample in question was processed on (B)(6) 2024 with result "hpv45 detected" (q705 fcn of 27.90). Visual curve inspection shows non-sigmoidal behavior of "other b" signal that was not accepted by the software. The sample was retested on (B)(6) 2024 with result "hpv45 detected" (q705 fcn of 28.77). Visual curve inspection shows presence of "other b" signal that was not accepted by the software. The sample was retested on (B)(6) 2024 with result "other b" detected (fam fcn of 29.22). The sample was retested a third time on (B)(6) 2024 with result "not detected". All reagents and consumables were the same between the runs except for the iru lots. The customer provided information that each test was performed from a sample that was freshly aliquoted from the same master sample. The customer provided information that the sample needs to be gathered from the patient again as the current set of results is unacceptable.

Manufacturer narrative:
Likely cause within the complaint ticket was removed from alinity m hr hpv assay for this incident. Therefore, this report is no longer considered a reportable event. Investigation for the event against the alinity m system, list number (B)(6) will be completed in MDR 3005248192-2024-00063.